Event description:
The user stated he had erratic results from the d module. Of the data provided, one total protein results was discrepant. The initial result was 1.5 g per dl, the repeat result when the sample was automatically repeated was 7.0 g per dl. The incorrect value was not reported and there was no treatment to the pt. The field service representative determined there was a clogged dispense nozzle and sample probe. He replaced the dispense nozzles and sample probe, verified the cell blank rinse and detergent levels and verified the paddle wheel was operating correctly. He also determined the reagent switchover valve was binding and replaced it. To verify the analyzer performance, he ran calibration and qc without errors.